Event description:
A corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy replacement procedure in 2008. According to the complainant, "the balloon [ruptured] 13 days after placement". Reportedly, the physician removed the device and completed the procedure with a different device, manufacture and device are unknown. At the conclusion of the procedure, the patient's condition was reported as "good".

Manufacturer narrative:
The suspect device has not been returned; therefore, a device evaluation has not been performed. The cause of the reported malfunction is undetermined. The april 2008 15-month low profile balloon enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.